Manufacturer narrative:
The customer stated that a leak was observed in the area of the modular chemistry reagents, but could not tell the source. Field service engineer (fse) visited on (B)(4) 2011, but could neither locate the source nor reproduce the leak. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from unicel dxc 800 synchron clinical system. The customer was wearing gloves and a lab coat at the time of the event. No one was injured or exposed to biohazardous or chemical material. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.